Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right total hip. The revision today was secondary to dislocation. The surgeon¿s plan was to revise the cup to a competitor cup with dual mobility. It was discovered intraop that the cup was not ingrown. Once the insert and screws were removed the cup was easily removed when attached to an impactor handle. The acetabulum was prepared for a competitor cup which was implanted with their dual mobility construct and the 28mm head. No further information is available from the doctor or hospital.